Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient performed well for two months following a reverse shoulder prosthesis (rsp) but dislocated during physical therapy. The patient was reduced in the office but dislocated again. The surgeon decided to move forward with a revision of the liner or possibly the glenosphere. However, during surgery it was discovered the patient had fractured their scapula and the glenosphere rotated anteriorly. The surgeon decided to proceed with a hemi arthroplasty.